Event description:
It was reported that the inflatable penile prosthesis (ipp) is going to be revised due to "left side deflection of the prosthesis." Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.